Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.038.000s. Lot: 31844p0. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17 september 2024. Manufacturing site: jabil bettlach. Expiry date: 01 september 2034. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with tfna. The surgeon tried to insert the end cap after nail insertion. No matter how many times the surgeon reinserted it, it never completely inserted into the nail hole. Imaging showed that it looked like it was floating about 1 mm. The hospital had two end caps and the surgeon tried the other one. However, the same event occurred. Therefore, the surgeon guessed that the nail had a problem, and the procedure was completed as it was. The locking mechanism was re-engaged with a torque screwdriver. There was no strange sound during insertion. The surgery was completed successfully without any surgical delay.